Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: hives, itching, swelling of the face and hands, hand dermatitis, anaphylaxis, runny nose and eyes, severe emotional distress, inability to engage in normal activities, great despair, loss of enjoyment, and depreciation of earnings and earning capacity.